Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed water blisters all over his body. There was no alleged device malfunction contributing to the irritation. There is no indication that the patient received medical intervention. Patient reported that his physician recommended to remove the device for a few days and to use sunscreen lotion. Patient reported that the blisters have improved.